Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with bradycardia. Loss of capture was suspected on the implantable pulse generator (ipg). It was also noted that the right ventricular (rv) lead exhibited undersensing. Both the ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.